Manufacturer narrative:
Since this event involved two medical devices, two manufacturer reports are being submitted. (B)(4). Manufacturer report number 9611385-2015-00021 describes the second device.

Event description:
On (B)(6) 2015, a dentist shared patient records which indicated a patient required extraction of tooth #5. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was seated on (B)(6) 2013, using 3m espe relyx ultimate cement. Prior to treatment with the lava ultimate crown, this tooth, which had a pfm crown, was noted as having decay present on the distal margin. The tooth was re-prepped and the lava ultimate crown seated. On (B)(6) 2014, the patient reported that the crown on #5 felt loose. The crown was removed and gross decay was present; the patient was recommended to have the tooth extracted. The extraction was unsuccessful due to ankylosis and the patient was referred to an oral surgeon.